Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive low battery alert prior to the replace battery alarm. The customer's blood glucose level was 136mg/dl. The customer also reported that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The customer stated that was the second occurrence of replace battery alert without a low battery warning. The insulin pump will need to be replaced and may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected battery power loss not confirmed during testing. Insulin pump passed the sleep current measurement, active current measurement and the displacement test.